Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of device breakage ("breakage of essure device,happened during placement"), the second episode of menorrhagia ("excessive menstrual cycles and abnormal symptoms") and abdominal pain ("severe abdominal pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's concurrent conditions included diabetes. Concomitant products included citalopram, doxepin, doxycycline, fluticasone, topiramate and topiramate. In 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal) come and go all the time"), the first episode of menorrhagia, migraine and headache. In (B)(6) 2009, the patient experienced tooth disorder ("dental problems") and alopecia ("hair loss/hair loss thinned out"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), the second episode of menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criterion medically significant), pelvic pain ("pain"), back pain ("severe back pain"), nausea ("nausea"), fatigue ("fatigue"), abdominal pain lower ("lower stomach pain"), infection ("infection") and tooth fracture ("bridges, due to a few cracked teeth"). The patient was treated with augmentin, sumatriptan and surgery (ablation). Essure treatment was not changed. At the time of the report, the device breakage, the last episode of menorrhagia, abdominal pain, pelvic pain, back pain, vaginal haemorrhage, nausea, tooth disorder, dyspareunia, fatigue, alopecia, migraine, headache, abdominal pain lower, infection and tooth fracture outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, device breakage, dyspareunia, fatigue, headache, infection, migraine, nausea, pelvic pain, tooth disorder, tooth fracture, vaginal haemorrhage, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: discrepancy noted as per pfs: essure insertion date: 2009. Most recent follow-up information incorporated above includes: on 10-oct-2018: plaintiff fact sheet received. Event added: abnormal bleeding (vaginal, menorrhagia), nausea, dental problems, dyspareunia (painful sexual intercourse), pain, fatigue, hair loss, migraines, headaches, she did not underwent essure confirmation test. Concomitant condition was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage of essure device,happened during placement'), bleeding menstrual heavy ('excessive menstrual cycles and abnormal symptoms'), abdominal pain ('severe abdominal pain') and endometritis ('endometritis') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test" and device difficult to use "original procedure was complicated by left tubal ostia/ a portion of one of the essure was in distal fallopian tube". The patient's medical history included cesarean section (2008), diabetic retinopathy, appendectomy, gravida I and parity 1. Concurrent conditions included diabetes, post procedural pain, endometrial ablation and amenorrhea. Concomitant products included citalopram, doxepin, doxycycline, fluticasone, topiramate and topiramate. In 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal) come and go all the time"), menorrhagia ("menorrhagia"), migraine ("migraines") and headache ("headache"). In (B)(6) 2009, the patient experienced tooth disorder ("dental problems") and alopecia ("hair loss/ hair loss thinned out"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). On (B)(6) 2010, the patient experienced abdominal pain (seriousness criterion medically significant) and pelvic pain ("pain"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), bleeding menstrual heavy (seriousness criteria medically significant and intervention required), endometritis (seriousness criterion medically significant), back pain ("severe back pain"), nausea ("nausea"), fatigue ("fatigue"), abdominal pain lower ("lower stomach pain"), infection ("infection") and tooth fracture ("bridges, due to a few cracked teeth"). The patient was treated with (), sumatriptan and surgery (ablation). Essure treatment was not changed. At the time of the report, the device breakage, bleeding menstrual heavy, abdominal pain, endometritis, pelvic pain, back pain, vaginal haemorrhage, menorrhagia, nausea, tooth disorder, dyspareunia, fatigue, alopecia, migraine, headache, abdominal pain lower, infection and tooth fracture outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, device breakage, dyspareunia, endometritis, fatigue, headache, infection, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, tooth fracture, vaginal haemorrhage and bleeding menstrual heavy to be related to essure. The reporter commented: discrepancy noted as per pfs: essure insertion date: 2009, 2008, (B)(6) 2010 , (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2012: impression: polycystic ovarian syndrome; on (B)(6) 2013: overall impression: normal appearing anteverted uterus with an endometrial echo that's difficult to visualize given her prior h/o ablation. Essure coils are visualized bilaterally within the proximal fallopian tubes. Polycystic ovaries. No us evidence of hematometra.; on (B)(6) 2015: impression: normal pelvic scan with pco. X-ray - on (B)(6) 2010: abdomen -impression: 1 normal bowel gas pattern. 2.possible fracture or separation of the left essure implant. Most recent follow-up information incorporated above includes: on (B)(6) 2019: fu 2 and fu 3 were processed together. Plaintiff fact sheet received: new event - original procedure was complicated by left tubal ostia was added. Reporter information was added. On (B)(6) 2019: fu 2 and fu 3 were processed together. Medical records received: event- endometritis added. Reporter's information, medical history, concomitant condition, lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.